Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the electric dermatome (B)(6) by dover on 15 april 2020 revealed the power cord was damaged. Product repair of the device was performed by dover on 15 april 2020 which included replacement of the following: motor, switch, power cord, vespel and semi-bearings, spring seal, and various other parts (tier 3 repair) the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the power cord was damaged. The event timing was during testing. There was no harm to the patient, no delay. There was only exposed wires on the cord. No adverse event was reported as a result of this malfunction.